Event description:
It was reported that the implantable cardioverter defibrillator was unable to send a transmission. The device was unable to be interrogated in clinic. The physician decided to explant and replace the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of no communication was confirmed. When received, the device was unable to be interrogated. Final analysis found that the device was able to be interrogated once it was cut open but it was in backup vvi mode. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The failure to interrogate was not reproducible. The root cause was undetermined.